Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centtrifuge vial. Visual inspection found the haptic torn with foreign residue on the lens. Claim#(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -7.5 into the patient's right eye (od) on (B)(6) 2020. Reportedly, the lens was implanted upside down. Intra-operatively the lens was removed and replaced with an alternate lens and the problem was resolved. The surgeon suspects there was a problem during loading.